Manufacturer narrative:
Remedial action initiated: recall r-20-089. It was reported that on (B)(6) 2020 while a respiratory therapist (rt) was inserting medline product (dyncptp14/clearpro closed suction catheter, lot # 06919020016) into a patient's endotracheal tube (ett) the catheter came apart from the device. The rt was able to stop the catheter from becoming trapped in the ett and a new suction catheter was used. The reporter states there was no harm to the patient, no serious injury, follow-up care or medical intervention that was required. The sample is not available for return or evaluation as the sample was discarded. No additional information is available. Due to the reported nature of the incident and in an abundance of caution, this medwatch is filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported the inline suction catheter came apart as the respiratory therapist was inserting the catheter into the endotracheal tube (ett).